Event description:
Discrepant covid antibody test result, result = 7.54 (positive) rerun = <1.0 (negative). Siemens notified (2nd result reported). Siemens lot #035; testing done prior to start of chemotherapy, carcinoma of base of tongue. FDA safety report ID# (B)(4).